Manufacturer narrative:
Event date: (B)(6) 2015. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a male patient developed redness around the surgical site where the adhesive border of aquacel dressing had been in contact his skin. The end user had knee replacement surgery two and a half weeks ago and the dressing was worn for 8 days against manufacturer's recommendations as the dressing is only intended for up to 7 days of wear. He presented to the surgeon's office on the eighth post-operative day to have dressing removed; upon removal, redness was noted around where the adhesive had been in contact with the skin. On (B)(6) 2015; the patient returned for scheduled follow-up appointment; during this visit; the redness had completely resolved.